Event description:
It was reported per field service report (fsr): pump was on pt. Symptom: would not hold charge after being plugged in overnight. Findings/action taken: biomed confirmed symptoms. The fsr also confirmed the symptom. Pump would only last 10 minutes on battery. Charges voltage 14.17 volts. Replaced battery. Functional check ok.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.